Manufacturer narrative:
510k: device not marketed in the us; similar device available. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider reported via regulatory body that during the total thyroidectomy procedure there was an intra luminal hernia on the endotracheal tube that leaded to impossibility of ventilation of the patient and therefore was life threatening. There was a failure of intraoperative ventilation. During the incision, there had suddenly respiratory hyperpressure and impossibility of ventilation. There was strong desaturation and the surgery was immediately stopped. Extubation and reventilation with mask, resaturation and reintubation. The hcp checked the tube and there was an intraluminal hernia when inflating balloon and prevented any ventilation. The procedure was delayed by approximately 20 minutes. The patient was now fine.